Event description:
The surgery center reported having error 2012-safe state error and would not clear when rebooting. The surgery center stated the technician attempted to reboot but was unsuccessful. No patient injury reported.

Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss indicated upon turning on the system, the 2012 error occurred displaying for 30 seconds and a message indicating system was ready. The fss found the battery on the instrument manager measuring at 0.5 voltage direct current (vdc). The readings should be at 3.5 vdc. The fss replaced the instrument manager disk on chip due to the low voltage on the battery. The software was reinstalled to revision 6.23. The fss performed a field service checklist. The system was verified for all modes of operations. The system met amo specifications. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI: (B)(4). A record review was performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Equipment labeling provides potential adverse effects that can be caused by the surgical/treatment procedure being performed. The operator manuals for the phacoemulsification equipment were reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.